Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom has issued an rga for patient to return the device to be investigated. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The transmitter was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter passed. No defaults were found with the transmitter. Additionally, the receiver (str-gl-001/(B)(4)), that was being used with the transmitter at the time of the reported event was returned on (B)(4) 2014. The receiver was visually inspected and no defects were found. The receiver data log was downloaded and reviewed, confirming the reported hardware error icon. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.